Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an interventional procedure. A cuff miss occurred. A second proglide was attempted, but a cuff miss also occurred, so manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot detachment were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) such that the posterior needle struck the posterior foot and contributed to the cuff miss and posterior foot detachment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was received: a foot separation was noted upon removal of the device from the patient. The separated foot material was discarded.